Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise since january 2024. Technical services (ts) was consulted, and rv lead troubleshooting steps were provided. Additionally, ts noted a high out-of-range rv pacing impedance measurement in august 2023, and it was advised to investigate the nature of this out-of-range impedance. No adverse patient effects were reported. This lead remains in service.